Event description:
Info received indicated the bed would not function when plugged in.

Manufacturer narrative:
The tech found a loose connection which caused the bed not to function. No other info regarding the repair was given.